Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
A family member reported that the pt experienced blood glucose elevation for one day; her blood glucose was about 450mg/dl to 495mg/dl. She reported, the presence of ketones and nausea. The family member said that she removed the cartridge from the pump and observed insulin leaking out the back of the cartridge. She stated that insulin was visible in the cartridge compartment. The family member confirmed, the presence of three intact black o-rings and denied visible damage. She said that she dried the cartridge compartment, inserted new cartridge into the pump, and placed the pt back on the pump. The family member reported that the pt's blood glucose began to respond immediately and they did not seek medical attention.